Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned due to an unknown product performance anomaly. A new lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.